Manufacturer narrative:
The lot number is unknown; therefore the device history records are unable to be reviewed. Without a product return, no product evaluation is able to be conducted. Based on the information available there was no device malfunction, the surgeon felt the fracture was reduced as much as possible; therefore the additional plates and screws were not needed. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. This is report four of six for the same event; reference reports 0001032347-2017-00477 through 0001032347-2017-00482.

Event description:
A bill only was received which indicated devices had been removed. The distributor reported the devices were implanted then the surgeon decided to remove the devices during the same procedure due to having the fracture reduced as much as possible. The distributor stated there was no malfunction of the devices and no new screws were implanted where the screws were removed.